Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurement's that were greater than 125 ohms, occurring approximately three years ago. There was no noise observed. Technical services (ts) recommended increasing the shock impedance limit, with the health care professional. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.